Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device "will not rotate". The device was used during a surgical procedure. No patient injury or medical intervention occurred. There was no additional information provided.